Event description:
It is reported that a customer experienced high blood glucose of 304 mg/dl. The customer was treated for the high blood glucose with fruits and a manual injection. The customer did not contact their health care provider and declined any assistance with trouble shooting the insulin pump. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.